Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a non-mdt 6fr 135cm thrombectomy catheter with a wholey guidewire. It was reported that there was difficulty advancing the catheter. Physician attempted to remove the catheter with some resistance. Upon removal, the catheter appeared to unravel leaving a portion of the catheter in the lower extremity (below the knee). Multiple unsuccessful attempts were made to retrieve it. The procedure was then aborted with foreign body remaining in the patient.